Event description:
It was reported that the sensor stopped working occurred. It was indicated that the patient used an expired sensor, which is off-label usage of the device. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of the sensor stopped working 2 is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).